Event description:
The caller reported that they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence, and they received a cartridge alarm 30a. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to continue filling the tubing until the total amount equaled 30 units and advised disconnecting the tubing at the t:lock to fill it. Further troubleshooting was to be continued following the issue script for the tandem mobi cartridge alarm 30a, and a new case issue was created for additional assistance. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.